Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported intermittent occlusions alarm occurred. There was no reported adverse impact on the customers blood glucose level. The occlusion was found to be within the cartridge. The customer reverted to manual dose injection.